Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A manual sound test was performed on the receiver and it failed. A resistance test was performed finding high resistance across the speaker. The complaint of 083 no audio output was confirmed. The root cause was determined to be gen4 receiver defective "speaker sub-assembly global receiver", "(B)(4)." High resistance across speaker. Post investigation.